Event description:
It was reported that during a da vinci s myomectomy procedure, the tip of the harmonic curved shears insert which was installed on the harmonic curved shears instrument, fell into the pt's abdomen. The piece was retrieved from the pt and three additional harmonic curved shears inserts were used without success as they were said to be broken at the proximal clevis. At this time the surgeon decided to convert the planned procedure to traditional laparoscopic methods. The site reported that there was no pt injury or adverse event as a result from this event.

Manufacturer narrative:
The harmonic curved shears insert accessory was not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information becomes available, a follow-up MDR will be submitted.